Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported event via the results printout. The fse was unable to reproduce the reported issue since the problem was obvious. The fse suspected contamination of the system. The fse decontaminated the diluent, wash, and substrate solutions. The fse ran a daily check and quality control (qc) with no errors and results were within specifications. The aia-900 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from installation date of 14jul2020 through aware date of 07jul2021. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 11 maintenance states the following: if the aia-900 is contaminated wipe away the dirt on the aia-900 with a cloth that has been immersed in a neutral detergent. If the aia-900 is very dirty, wipe away the dirt with a cloth that has been immersed in 70% ethanol or 70% isopropyl alcohol solution. If moisture remains on the surface of the aia-900, rusting may occur. The most probable cause of the reported event was due to contamination of the system.

Event description:
Customer reported that the quality control (qc) is out of range, the same qc for a hormone will fail repeatedly with reruns unless the site puts alcohol through the lines then run all the qc's again. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.